Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the air/water-tube had foreign objects, the bending tube and the universal cord were dented, due to the deformation of the angle shaft, the upward/downward angulation control knob did not move smoothly, the air/water -cylinder and the suction cylinder had no color, the scope cover was scratched, due to a dent on bending tube, the bending angle in up direction exceeded the standard value, the image guide protector had a cut, the adhesive on bending section cover was detached, the following parts were chipped: the adhesive around the objective lens and the light guide lens. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the colonovideoscope had loose tie-rods, and the bending sheath of the distal end was flattened. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, a white foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in e gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.